Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent. The actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture remain on the insertion needle however t2 and a 5 inch length of suture were returned. Examination of t2 showed the proximal lower lip of the fish-mouth feature is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." Further investigation is not warranted at this time. Device returned for evaluation on 22 april, 2016. Device was evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the ultra fast-fix 360 curved. There is no information currently available regarding the status of the implants. It is suspected that the devices were removed without incident, and that the procedure was completed with a back-up device, but this has not been confirmed. There is a report that there was a short delay of less than 30 minutes, and that there was no patient injury associated with this event.